Manufacturer narrative:
Additional information for b3: the issues were observed as of 10 january 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) exactamix vented micro-volume inlets had particles/hair/fibers either in the inlets or the packaging. This was found while inspecting the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h7 and h9 (the reported lot was not part of the field action). Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in october 2024. H11: twelve (12) devices were received for evaluation. Visual inspection was performed on the returned samples and showed dark/white spots/imperfections and dark/red fibers, primarily located on the white connector, white spike flange, blue spike cap and outside of the tubing. No particulate matter was observed within the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, it was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.